Manufacturer narrative:
The pump was received with a blank display due to a corroded battery cap contact. The pump was tested with a good battery cap, and the pump had normal operating currents. No blank display was noted during testing. No damage was found on the lcd isolation tape. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had a blank display. The display did not return after troubleshooting. The insulin pump had the same issue after replacing the battery cap. Customer's blood glucose level was 437 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.